Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism did not fully retract as intended during activation. The patient's blood glucose (bg) values reached 284 mg/dl. The pod was worn between 24 and 36 hours on the arm. The pod was leaking.

Manufacturer narrative:
The device was returned with the needle mechanism deployed. The data obtained from the device generated an 0x18 alarm indicating an empty reservoir. No time outs or drive stalls were observed. The reservoir was confirmed to be empty upon inspection. The received device had the cannula assembly fully deployed with the needle fully retracted. Inspection of the needle mechanism assembly found no damages or defects that would result in the needle mechanism not retracting. The cause of the needle mechanism reportedly failing to retract could not be conclusively determined. The needle mechanism was reset and deployed as intended when the device was reset and the ratchet gear was manually manipulated. Fluid flowed freely through the fluid path unobstructed. A leak test was performed and no tears or leaks were observed. Investigation of the device found no damages or defects that would result in skin irritation. The cause of the reported skin irritation could not be conclusively determined. No damages or defects were observed that would have prevented the device from functioning as intended.